Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to set their ipg into MRI mode due to low impedance being present. Intraoperative testing of the patient's leads revealed no anomalies. In turn, the patient's ipg was explanted and replaced with a different model to address the issue.